Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment due to skin overgrowth. It also reported that the patient underwent revision surgery on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the implant was placed on the internal fixture.